Event description:
The intralase ifs laser was used to create a corneal flap for lasik surgery on (B)(6) 2010. It was reported that side cut of right eye could not be opened. Then surgeon recreated a flap in the same depth. During opening a small cornea piece was removed. The reporting surgeon checked with slit lamp and decided not to lift flap. Post op bcva 0.6. F/u on the event revealed that as of (B)(6) 2010 pt bcva was 0.8.

Manufacturer narrative:
Eval: on june 21, 2010, a field service engineer was dispatched to investigate the laser and during his visit there was no indication that the equipment had a malfunction. The reporting surgeon excluded the laser being contributory to the event and said it was a user issue.